Event description:
Patient called to report a product issue involving her mckesson alcohol prep pads that she uses with her central line. Patient stated they were sent from her dme (durable medical equipment) company and when opened she noticed a brown spot on the swab. Patient mentioned this is alarming as they should be sterile. Patient stated she kept the swab if testing is needed.